Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system exhibited several non-sustained episodes and oversensing that resulted in the patient receiving inappropriate shocks.